Manufacturer narrative:
Investigation findings: device history record (DHR) review: an assessment of the device history record for the reported lot code was completed based on the time provided and the time period used for statistical sampling for product release. This assessment found 1 mi06 cover placements in the subassembly lots utilized that may have caused or contributed to the reported issue. No pledget or missing/separated/pulled out string defects were found during finished product inspection. The records demonstrate that quality system procedures were correctly followed, and the presence of this defect does not indicate a non-conforming quality system, per the allowable acceptable quality level (aql) and rejectable quality level (rql) in the product specification. In addition, a notification of this matter was sent to the personnel for awareness. We will continue to closely monitor the field performance of this product to identify emerging trends and if applicable, additional investigations will be initiated and corrective action taken if indicated. Escalation & trend/cluster assessment: a cluster assessment found 2 similar or related complaints for the reported lot. Complaints which are serious in nature are reviewed on a weekly cadence or for due cause to provide visibility and escalation. Complaints are also monitored for trending during our personal care complaint review process on a monthly cadence where a cross-functional team meets to review complaint trends, medical device reports (us and canada), and complaint-related corrective actions. A quality non conformance (qnc) was opened to investigate the pledget supplier. ((B)(4)) containment: · notification to all personnel involved including quality and operations with recommended. Adjustments in the assets, such as alignment cover to ribbon, ensure standard cut in the non woven knife is correct. · device history record (DHR's) review was done for the initial reported lot and two previous work orders. No defects found. · temporary qa inspection for pledget attributes in all assets. · quality alert was performed on the floor to describe the issue found. · activated continuous measurement for cover placement attributes by using scale in all assets. Potential root causes found were: · the dimensional difference between the width of the cover and ribbon contributes to cover position not complying with specifications. · the measurement method is subjective and does not state clearly that the sample should be positioned during measurement. Root cause: lack of or inadequate standard corrective actions: · clarify work instruction to define the method of measuring cover placement position for quality and operation teams. · define centerlining in the roller to better standarize the cover placement in the assets. · based on trials, define next steps with cover dimensions. Preventative actions: not required at this time.

Event description:
This is a non-us event. This event occurred in (B)(6). The consumer stated she inserted a regular sleek tampon the night before and upon removal the next morning, the tampon unraveled leaving pieces inside her. She was able to remove some of the pieces, but not all of them. Consumer did go to the emergency room and upon assessment the doctor confirmed all pieces were removed. She denies any signs or symptoms of vaginal infection. No further information is available at this time.